Manufacturer narrative:
The field service engineer (fse) observed fluid leaked onto the counter and on the drip tray. The fse observed the fluid at the hemoglobin lyse and the syringe block. The fse replaced the reagent syringe and o-ring assembly and resolved the issue. The fse adjusted the hemoglobin gain. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. (B)(4).

Event description:
The customer reported several milliliters of fluid leaked outside the instrument involving the coulter act 5diff cap pierce (cp). The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. No erroneous patient results were generated. There was no patient consequence. The facility has an exposure control or risk management plan in place. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.